Event description:
It was reported that this right ventricular (rv) lead was damaged during extraction. Another lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was damaged during extraction. Another lead was implanted. No adverse patient effects were reported. Additional information was obtained; the extracted lead had reduced r-waves and rising pacing impedance. It did not show elevated hv impedance.

Event description:
It was reported that this right ventricular (rv) lead was damaged during extraction. Another lead was implanted. No adverse patient effects were reported. Additional information was obtained; the extracted lead had reduced r-waves and rising pacing impedance. It did not show elevated hv impedance. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'unintended use error caused or contributed to event'.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'unintended use error caused or contributed to event'.

Manufacturer narrative:
Corrected fields: h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was damaged during extraction. Another lead was implanted. No adverse patient effects were reported. Additional information was obtained; the extracted lead had reduced r-waves and rising pacing impedance. It did not show elevated hv impedance.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'unintended use error caused or contributed to event'.

Event description:
It was reported that this right ventricular (rv) lead was damaged during extraction. Another lead was implanted. No adverse patient effects were reported. Additional information was obtained; the extracted lead had reduced r-waves and rising pacing impedance. It did not show elevated hv impedance. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'unintended use error caused or contributed to event'.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'unintended use error caused or contributed to event'. Corrected fields: h6. Impact codes.

Event description:
It was reported that this right ventricular (rv) lead was damaged during extraction. Another lead was implanted. No adverse patient effects were reported. Additional information was obtained; the extracted lead had reduced r-waves and rising pacing impedance. It did not show elevated hv impedance. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'unintended use error caused or contributed to event'.

Event description:
It was reported that this right ventricular (rv) lead was damaged during extraction. Another lead was implanted. No adverse patient effects were reported. Additional information was obtained; the extracted lead had reduced r-waves and rising pacing impedance. It did not show elevated hv impedance.